Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. The device was not received for evaluation. Picture evaluation confirms the complaint allegations. Fibertak suture system is out. However, it was observed that the product surgical technique was not applied correctly as the suture that needs to be reduced to fixation the anchor is intact. The most likely cause for the observed failure is a user error following the device's surgical technique.

Event description:
It was reported that during a double row rm suture after the two implants were applied they could be pulled out. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from a different manufacturer.